Event description:
Reporter alleged the multiclix lancet needle broke off in the customer's finger and they were able to remove it. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device. Reporter stated the customer no longer has the lancets, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. Absent the device lot number, manufacture date cannot be determined.